Manufacturer narrative:
Following a review of the device history record for lot number 80014-d232m11, it was determined that all processes and test criteria are within the medpor implant finished product spec.

Event description:
The doctor stated that the pt received a medpor sst sphere implant in (B)(6) 2009. The doctor stated that at approx four week post op, during a follow-up exam, it was noticed that the implant had exposed. The doctor reported that in (B)(6) 2009, the medpor implant was not removed and the exposure of the implant was patched using (B)(4).